Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 1 mg/ml via an implantable pump. It was reported that the patient was experiencing intolerance to multiple intrathecal opioids, dilaudid, and morphine, due to recurrent side effect of diffuse rash. It was noted that a fentanyl was not tried due to history of itching when taken previously. The patient also had severe withdrawal symptoms when they sequentially reduced his dosing in preparation for rotating him to a different medication. He also denied any relief with adjuvant bupivacaine. The dates of the medication changes were unknown. There were no known environmental/external/patient factors that may have led or contributed to the issue. A cap study was performed on (B)(6) 2025 a plan film x-ray on (B)(6) 2025 demonstrated the catheter tip at the t9/t10 level. The physician wanted catheter return for analysis but also mentioned that there was some concern that the tip of the intrathecal catheter could have been subdural, which was resulting in some of the side effects of the patient was experiencing. The physician declined to return the explanted pump as there were no all egations/concerns regarding the pump. The pump was discarded by customer. The whole system was removed on (B)(6) 2025. The issue was resolved. 2025-04-10 mpxr updates (rep): additional information from a company representative stated that the tracking number was (B)(6). 2025-04-08 rp (rep): document contained no new information.

Manufacturer narrative:
H3. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.